Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. There was blood on the stylet/guidewire. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with an unknown competitor guidewire stuck in the lumen of the lead. The guidewire was stuck in the lumen of the lead due to blood in the lumen of the lead at 68 cm. If information is provided in the future, a supplemental report will be issued.

Event description:
The left ventricular (lv) lead was returned to the manufacturer after an unsuccessful implant attempt of the lead. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.